Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 9f sheath hole prior to a endovascular aneurysm repair (evar) procedure. The sheath size was not upsized and remained 9f for the evar procedure. A non-abbott device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that vessel puncture closure was attempted using two proglide devices. Reportedly, no backflow from the marker lumen was noted with the first proglide device possibly due to flushing or an incomplete insertion, not reaching the blood vessel. The entire suture of the second proglide device was pulled out during post-close. According to the physician, there was a feeling that the suture might have gotten damaged (not visually confirmed but just a feeling) and the physician advanced the suture without applying tension of the suture. The physician determined that this caused the incident. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.